Manufacturer narrative:
(B)(6). (B)(4).

Event description:
When the pump was interrogated on (B)(6) 2014, it showed ¿pump in safe state¿, ¿reset occurred¿, ¿motor stall occurred¿, and ¿stopped pump period may exceed tube set¿. The logs showed ¿reset occurred¿ and ¿reset occurred ¿ low battery¿ messages every 5 minutes.

Manufacturer narrative:
(B)(6) ¿ additional information: the pump was returned for analysis. The analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was reported that the patient was experiencing underdose symptoms. The patient had increased spasticity throughout their whole body. A critical pump alarm was alarming due to a motor stall; the stall never recovered. The pump had intermittent motor stalls and safe state occurred. There were no emi sources as a possible root cause. Pump explant was planned. The patient status was reported as ¿alive-no injury¿. The pump was delivering baclofen. It was later reported that the pump had been implanted in march of 2008. The pump was delivering lioresal (2000mcg/ml at 390mcg/day); the pump had only been used to deliver lioresal 2000 mcg/ml. The pump was replaced. The patient was doing ¿ok¿ and ¿therapy effect is good like before the issue¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly, shorting across insulator. Corrected information: results code no longer applicable to the event.